Manufacturer narrative:
Concomitant medical product: 150 ml hospira 0.9% sodium chloride injection IV bag, lot# 50-112-jt, exp. 1 feb 2017; therapy date (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection noted that the vinyl tubing was completely separated from the drip chamber. Visual inspection under a microscope indicated that there was insufficient bonding solvent applied at end of the tubing that was separated from the drip chamber. Dimensional testing was performed on the vinyl tubing; the tubing measured within the required specification. Functional testing was not performed as the returned set tubing was already found separated at the intersection of the tubing and the drip chamber. The root cause of the leak was found to be a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient was receiving saline when the tubing disconnected at the drip chamber and the saline leaked. There was no patient harm reported.